Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that an attempt was made to deliver an atherectomy balloon; however, it would not cross. The mini rail was attempted; however, it would not cross. The nc merlin 2.5 x 15 mm did not cross and was able to perform one successful inflation. On the second inflation, the balloon would not hold pressure. It was noted that this was most likely due to the calcification of the lesion. No additional event or pt info available.